Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer liquid spill in the: control printed circuit board, expiratory channel printed circuit board and pressure transducer printed circuit board (pcb) was found. The pcb's were repaired by customers biomed. A visual inspection confirms the reported liquid spill problem. The pcb were not further investigated since ingress of liquid substance on printed circuit boards can cause short circuits which might lead to a ventilator malfunction. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Control printed circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Device's logs confirmed occurrence of mentioned technical error indicating disabled ventilation. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled ventilation. There was no patient involvement. Manufacturer's ref. #: (B)(4).